Manufacturer narrative:
The device has not yet been returned to manufacturer and it is unk if and when the manufacturer will have an opportunity to evaluate the device. Manufacturer does not have all the details of the injury or event at this time to complete our investigation.

Event description:
End user called in and stated that within one week of using the j3 backrest, she claims to have two open sores. One is the size of a quarter and one the size of a pencil eraser. She claims, the sores are on her upper back located near her spine. End user states, she did receive and is actively receiving medical treatment. She claims, she is still being treated on a weekly basis. Sunrise received photographs of alleged sores on 8/30/2010.